Event description:
It was reported that: the respiratory therapist was at the bedside and heard a popping sound. The screen went blank, the device alarmed, and the ventilator no longer functioned. The patient was transferred to another device. No patient injury.